Manufacturer narrative:
(B)(4): feedbar damaged cartridge cover, lockout spring out of position. Eval summary: the analysis result for the mcs20 instrument found that it was returned with the tip of the cartridge cover broken off and missing. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument the feedbar was found to be bent therefore not allowing the proper feeding of the clips into the jaws; in addition, the lockout spring was found to be out of position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted.

Event description:
It was reported that the clips would not advance. Another like device was used. There was no pt consequence.